Event description:
It is alleged that during a case the scalpel/electrocautery instrument, which was used with the round cautery hook, was smoking/arcing at the wrist. No adverse events to the pt were reported.